Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 12:602:1840:0000. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered that this event interrupted delivery. It is unknown if there was patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 12:602:1840:0000 was confirmed in the pump's event history by a baxter service technician. This condition was caused by a defective user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.